Event description:
The 38 year old female had breast augmentation with meme implants in october, 1986. Since that time she had experienced pain and puritis. Last year she developed achiness and muscle fatigue; especially experienced when she did any upper body activity. During her walks her hands would become red, with tingling and swelling. Her ana titer was low. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.